Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/06/2025, a facility representative reported via (B)(4) that an ar-13995n scorpion multifire needle broke on the pass through during a during a case with no harm to the patient. Additional information received on 10/10/25 advised that the needle broke while passing a suture through rcr during a shoulder scope without harming the patient. No attachment was used with the needle. All pieces were retrieved from the patient, which caused a two-minute delay, and the scope was completed using an hd scorpion needle. No additional anesthesia was administered.